Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 275cc mentor memorygel breast implants on both sides and was presented with bilateral breast implant rupture postoperatively. As a result, the patient underwent explantation and replacement with catalog number: 3502751bc; serial number: (B)(4) on the left side and with catalog number: 3502751bc; serial number: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On september 7, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation, an anomaly was observed in the anterior and extending to the posterior view on the device consistent with a crease/fold. Additionally, a tear was also observed within the crease/fold in the posterior view, measuring approximately 6.4 cm . The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2020, photo evaluation was also completed. Updated summary with photo and physical device evaluation. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. During a visual evaluation, an anomaly was observed in the anterior and extending to the posterior view on the device consistent with a crease/fold. Additionally, a tear was also observed within the crease/fold in the posterior view, measuring approximately 6.4 cm . The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).